Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient line of an amia automated pd cycler set and the transfer set. This occurred during use for peritoneal dialysis (pd) therapy. It was further reported that a solution was leaking upon opening the cassette door. The patient was unable to identify the exact source of the leak. It was verified with the customer that the connections were tightened and no damage noted on the supplies. There was no patient injury associated with this event, however, the patient received prophylactic antibiotics. No additional information is available

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.